Event description:
It was reported that a patient enrolled in a clinical study underwent initial right total knee arthroplasty on (B)(6) 2011. The patient had a medical intervention on (B)(6) 2011 due to heterotopic ossification of the right knee; arthroscopic lysis of adhesions, major synovectomy and removal of heterotopic bone. No components were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "periarticular calcification or ossification, with or without impediment of joint mobility."